Event description:
Customer reporting 1 false positive sars results in an asymptomatic patient. Customer communicated the sample was recollected 2 days after initial test and found negative by alternate method. The sample was collected again 3 days after initial test and run again on initial method with a negative result.

Manufacturer narrative:
Investigation summary: the images provided by the customer were reviewed and determined to be possible false positives but without the actual raw data a full assessment cannot be done. Root cause: unable to determine. Source: email.